Event description:
Allen medical received a repair request for a broken head positioner with a cracked cradle. The unit was received for eval. There was no pt injury associated with this complaint.

Manufacturer narrative:
The reported fracture was confirmed in the laboratory. Visual analysis found insulation abrasion at 6.4cm, 7.8cm, 25.6cm, and 54cm from the connector pin. The proximal coil was fractured at 7.8cm from the connector pin. Sem photographs confirmed all wires of the proximal coil were fractured. The damages found on the lead were consistent with friction to the ICD can.